Manufacturer narrative:
Findings: the power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error(variableinfo 03) during self test and confirmed in pump history due to cold solder joint at keypad assembly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage and cracked retainer. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the (B)(4) insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a power loss alarm. No further details were provided. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.